Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. There was a leak of blue fluid approximately 1ml in volume while running qc samples. The leak was contained within the instrument. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak at pinch valve pv43. The fse replaced pv43 to resolve the leak. Failure mode was identified: the failure mode related to the leak was due to pv43. No erroneous results were generated. The failure mode identified at pv43 is likely to generate erroneous red blood cell (rbc) /platelet results due to rbc/platelet count/sizing errors. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).